Event description:
The customer has reported that the white dc motor adapter has been damaged. The customer has requested to have the system repaired. There have been no reported patient consequences.